Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that midazolam was programmed to infuse at 0.08mg/kg/hr at a rate of 0.93ml/hr. At 11:15am, it was noted pump that midazolam was running through was running at 0.2mg/kg/hr at a rate of 5.8ml/hr and the pump was labeled cisatracurium. Upon finding pump at this rate, the clinician changed pump to ordered rate and dose. There was patient involvement but no harm.